Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address superior poly wear and a sensation that the hip was popping in and out. Osteolysis was also reported.

Manufacturer narrative:
Update: the device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. No additional information was obtained. The doi was provided as calendar year 1998. This product/lot combination was released in june 1999. The exact date of implant is therefore not known. It is reasonable however to conclude the liner was implanted for an extended period of time and poly material wear not unreasonable to have occurred. Based on the investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.